Event description:
A low reading issue was reported on the adc device. A customer reported receiving a sensor scan of 53 mg/dl when compared to a healthcare professional (hcp) meter result of 250 mg/dl. When the results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. No symptoms were reported however, the customer was seen at a hospital and was treated with insulin (type/dose unknown. The customer further reported that they were hospitalized due to operation. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release.in the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation.all pertinent information available to abbott diabetes care has been submitted.